Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error during rewind. The device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. It was advised that the customer discontinue the use of the device and revert to a backup plan. Customer's mother stated that the device was her daughters and it was now being used by her son. The donation request was submitted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.